Event description:
According to the literature, a retrospective study evaluated the recent diagnostic accuracy and efficacy of eus-ta for spls less than 10mm. From november 2017 to september 2022, 109 patients were included in this study which used sharkcore and competitor devices. Adverse events occurred in three patients: moderate bleeding in two patients which required radiological hemostasis (one fna and one fnb) and mild pancreatitis in one patient using an fnb. It is unknown which fnb devices were used during these adverse events.

Manufacturer narrative:
Diagnostic performance of eus-guided tissue acquisition for solid pancreatic lesions =10 mm / yuki kawasaki / endoscopic ultrasound (2024) 13:2 / published online: 5 april 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.